Event description:
Reporter alleged blood glucose result of 675 mg/dl was reported by the active system. Results above 600 mg/dl are outside the reportable range of the device and the device should display "hi" for these results. The reporter did not report on symptoms or treatment related to the result. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.